Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. The customer returned the usb (universal serial bus) charger and usb cable with the reader. No evidence of fire was observed. Performed built-in reader test and the reader test passed. Visually inspected the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. Visually inspected the power adapter and no issues were observed. The returned power adapter was tested using load tester. The power adapter voltage was measured and the result was within the specification range. Power adapter passed testing. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no signs of damage, burn marks or corrosion was observed. The returned battery voltage was measured and the result was within the specification range. Reader was also monitored under thermal camera during operation, temperature was observed to be within the specification range. Reader off current was measured and was within specification. There was no evidence observed that would cause the reader to become ¿too hot to hold" as reported by the customer. 0therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reports their abbott diabetes care device is too hot to hold while charging. There was no report of fire, smoke, explosion, or shock. The customer reports that the charging cable and adapter supplied by adc was used with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Event description:
The customer reports their abbott diabetes care device is too hot to hold while charging. There was no report of fire, smoke, explosion, or shock. The customer reports that the charging cable and adapter supplied by adc was used with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.